Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. The customer reported an elevated blood glucose (bg) level of 260 mg/dl. Reportedly, the customer believed the bg level was due to a "bad" infusion set site. However, the customer reported no issue with the site. The customer administered a manual injection to address elevated blood glucose level. It was confirmed that the customer has alternate insulin therapy available.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.